Manufacturer narrative:
Device is a combination product. Device codes corrected from break-1069 to device dislodged or dislocated-2923. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A purple plastic-like item, 7cm in length and tubular in shape, was returned with the device. Several deliberate cuts appeared to have been made to the plastic-like item, exposing some metal inside. The plastic-like item appears to have a mesh-like inner. The investigator made an additional cut to the plastic-like item and revealed the stent inside. The stent was removed from the plastic-like item. No stent was attached to the device. The stent was found inside the purple, plastic-like item returned with the device. Upon removal from the plastic-like item, stent damage was noted along the entire length of the stent. The stent struts were stretched, bunched, overlapping and flattened. The balloon cones were reviewed and no issues were noted. The balloon wings showed no signs of being subjected to positive pressure. In the absence of a stent, visible crimp markings were evident on the balloon. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found an inner shaft polymer extrusion kink located 137cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 20 x 3.50 promus premier stent was selected for use. However, upon advancing, it was noted that the shaft of the stent dismantled. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 20 x 3.50 promus premier stent was selected for use. However, upon advancing, it was noted that the shaft of the stent dismantled. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.